Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The customer stated that the customer was in a daze and cold sweat. The mother believed that the low blood glucose was not insulin pump related, but it was due to the meter giving incorrect readings. Troubleshooting was declined. No further information was provided.